Event description:
Healthcare professional reported left side deflation, decreasing over time, problems with valve, and exchange. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: valve leak and/or damage: not observed deflation: observed opening assessed as surgical damage. As per the investigation procedures creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "deflation, decreasing over time, problems with valve, and exchange".

Event description:
Healthcare professional reported deflation, decreasing over time, problems with valve, and exchange. This record is for the left side. Device was explanted.